Event description:
Account states a fire was discovered in pt's room. Preliminary investigation by outside authorities indicate that fire was accidental and caused by the attempt of the pt to light a cigarette while on oxygen.